Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) lead exhibited a high out of range shock impedance measurement of 128 ohms. Technical services (ts) stated there was no new data in lxt and that the previous transmissions were stable measurements. Ts recommends increasing the upper shock impedance limit to 150 ohms, and that if another alert occurs then to consider lead revision. No adverse patient effects were reported. This rv lead remains in service.